Manufacturer narrative:
Concomitant products: product ID: 978a128, lot#: va2bzvx, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient (pt) states it feels like one of the wires came up and is now pulsating in the right butt cheek. The pt stated they had not had any falls or trauma leading up to this and it's a constant pulsating. The pt stated they had not changed any of the setting since they got the device was implanted. The pt tried calling the doctor but the doctor told the pt to call medtronic. Patient services walked pt through how to switch programs. The pt switched from program 4 at 1.3v to program 3 at 1.2v. The pt originally stated they were feeling in the bike seat area but later states they started to feel it in the right butt cheek again. The pt stated that they would continue to try different programs until they feel the stimulation in the bike seat area and was comfortable. Patient services also reviewed pt may not always feel stim but to focus on symptoms being managed by 50% or better. Patient services recommended contacting doctor to ask about program changes and possible system check if they continue to be worried about lead migration.